Event description:
During a follow-up in clinic, the device was noted to be in backup mode after magnetic resonance imaging (MRI) without programming MRI settings onto the device. Technical support was contacted and nominal settings were restored successfully. The patient was stable.